Manufacturer narrative:
Section d product information has been updated as well as g1 manufacturing site and g4. It was found that the customer was not using rack adapters and that the reagent being used was expired. It was determined that the cause of the event is consistent with reagent handling issues at the customer site. No product issue was identified.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas 6000 e601 module. The initial result was 13.57 ng/l. The result was reported outside of the laboratory and a second sample was collected. The second sample's initial result was 3.1 ng/l. The first sample was repeated and the repeat result was 3.52 ng/l.